Event description:
It was reported that infusion set cannula was bent within three hours of insertion which led to hyperglycemia and treated with correction bolus using pump. The event occurred on 19-mar-2026.

Manufacturer narrative:
Initial 2 of 7. Name: tandem. Country: united states of america. Address ¿ line 1: 11045 roselle street. Address ¿ line 2: suite 200. City: san diego. State, province or territory: ca. Post office or zip code: 92121. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.